Manufacturer narrative:
Sample is not available for return. Image was provided for investigation. A follow up report will be submitted upon investigation completion.

Event description:
Filter legs didn't open up properly.

Event description:
Filter legs didn't open up properly.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records cannot be conducted as lot number was not provided. The customer did not return any samples for evaluation. However an image was provided, but without the actual sample, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.